Event description:
The user facility reported a 64-year-old patient needing mechanical circulatory support. It was reported that the patient on impella cp had ventricular tachycardia (vt). The impella was inserted, the plan was to wean drips accordingly, the patient then went into vt twice. The impella was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.